Event description:
The duett sealing device was deployed following an interventional procedure via 8 fr sheath in the right common femoral artery. Following the deployment, the patient experienced ecchymosis and an ultrasound confirmed a pseudoaneurysm. Treatment consisted of a thrombin injection. The event was resolved with no further complications.